Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, the reported mitral regurgitation (mr) and dyspnea appear to be cascading effects of the tissue injury. The cause of the reported tissue injury could not be determined. The reported patient effects of mr, tissue injury and dyspnea are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention are the results of case-specific circumstances. There is no indication of product issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report recurrent mitral regurgitation, prolonged hospitalization tissue damage, and medical intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. On (B)(6) 2021, one clip was implanted, reducing mr 1-2. Then at a 30-day follow up, the patient returned for a follow up and symptomatic. Then on (B)(6) 2021, images were evaluated. It was suspected that the clip became detached from one leaflet, but remained attached to the other leaflet (single leaflet device attachment/slda), increasing mr to 4. The patient was re-admitted and was awaiting treatment. On (B)(6) 2021, it was confirmed that there was no slda. The clip is attached to both leaflets. However, a flail was observed next to the clip. The patient underwent a second clip procedure. One clip was implanted, reducing mr to 1. No additional information was provided.